Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump's indication for use (IFU) was listed as spasticity. The patient was seen by the healthcare professional due to complaints of redness and pinpoint drainage at pump incision. This had been going on for approximately one week ((B)(6) 2015). There were no fevers and the patient's spasticity was under good control. The healthcare professional was planning to obtain a culture of fluid in the pump pocket and start antibiotics. The patient's status was 'alive - no injury'. Follow-up is being conducted for drug information, other medications that the patient was taking at the time of the event, culture results, actions/interventions and outcome. Additional information from the company representative on (B)(6) 2015 and it was indicated that the lioresal concentration was 500mcg/ml. It was unknown what other medications the patient was taking at the time of the event. There was no device, patient, therapy or procedure issue. The patient presented with redness and drainage of the pump pocket incision. The results of the culture were unknown. The physician felt it was cellulitis secondary to infection. The patient was placed on antibiotics and referred to infectious disease. The patient had a follow-up appointment with the physician at the end of the week.